Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), device expulsion ("essure seemed to be contained in the uterus and the proximal fallopian tube area without any sign of perforation"), genital haemorrhage ("bleeding"), schizophrenia ("schizophrenia") and uterine infection ("infection (other) describe: uterus") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia in 2010, acne, renal disease, hypercholesteraemia and nicotine dependence. Right fallopian tube: cyst measuring 1.0 cm. Left fallopian tube: cyst measuring 0.9 cm. Concurrent conditions included hyperthyroidism, leukopenia, unconscious, alcoholic, drug abuse nos, mood disorder, alcohol intoxication, alcohol dependence syndrome, dehydration, bipolar disorder, deep venous thrombosis prophylaxis, irregular periods, dry skin, back pain, neck pain, foggy feeling in head, joint ache, thyroid disorder, bladder pain, cystoscopy, adenomyosis, polyp removal and nickel sensitivity. Concomitant products included bupropion hydrochloride (wellbutrin), cetirizine hydrochloride, gabapentin, ibuprofen, isotretinoin, levothyroxine, linaclotide (linzess), magnesium oxide in 2013, nicotine (nicoderm), omeprazole, paliperidone (invega), pravastatin, thiamine, tramadol and vitamins nos (daily multivitamin). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), endometriosis ("endometriosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash generalised ("rashes or skin conditions type: rashes over my body"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient was found to have antinuclear antibody positive ("autoimmune disorder type of disorder: positive ana"). In (B)(6) 2016, the patient experienced schizophrenia (seriousness criterion medically significant), uterine infection (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), cervicitis ("minimal chronic cervicitis"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), borderline personality disorder ("borderline personality disorder"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), polyp ("reproductive system disorder or condition type of disorder or condition: polyps") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced palpitations ("blood or heart disorder/ condition - type: heart palpitations"). In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"), visual impairment ("vision/eye problems type: I had to get glasses") and eye disorder ("vision/eye problems type: I had to get glasses"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sinus disorder ("sinus symptoms"), ear pain ("ear pain"), facial pain ("facial pressure") and swelling face ("facial swelling occasionally"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, schizophrenia, uterine infection, endometriosis, cystitis, female sexual dysfunction, cervicitis, anxiety, depression, borderline personality disorder, antinuclear antibody positive, rash generalised, bladder disorder, urinary tract disorder, polyp, migraine, palpitations, allergy to metals, dysmenorrhoea, dyspareunia, visual impairment, eye disorder, abdominal distension and alopecia outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia and vaginal discharge had resolved and the sinus disorder, ear pain, facial pain, swelling face and headache had not resolved. The reporter provided no causality assessment for ear pain, facial pain, sinus disorder and swelling face with essure. The reporter considered abdominal distension, allergy to metals, alopecia, antinuclear antibody positive, anxiety, bladder disorder, borderline personality disorder, cervicitis, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, palpitations, pelvic pain, polyp, rash generalised, schizophrenia, urinary tract disorder, uterine infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: symptoms started shortly after patient had the essure placed. Dermatologist was trying to complete an allergy skin test on a patient for the components of the essure, and physician stated this would determine if the consumer needed a hysterectomy or not. Two metallic coils are present entering the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Pathology test - on (B)(6) 2017: diagnosis: uterus, cervix, bilateral fallopian tubes' .and left ovary, total ; hysterectomy and bilateral salpingectomy, and left oophorectomy; cervix: minimal chronic cervicitis, focal aquamous metaplastic changes and nabothian cyst formation. No dysplasia or malignancy is identified; endometrium: no hyperplasia, malignancy or chronic endometritis' is identified; myometrium no specific histopathologic' abnormalities.: are identified. Serosa: minute· focus of ·endosalpingosis. Present no other specific histopathologic abnormalities. Are identified. Right fallopian tube: benign fallopian tube with, fimbriated end; 'paratubal cyst and walthard cell rests presents; medical hardware in place. No other specific histopathologic: abnormalities· are identified. Left fallopian tube: benign fallopian tube with fimbriated end. One benign walthard cell rest and foc.al features' suggestive: of salpingitis isthmica nodosa are noted. Medical hardware in place. No other specific histopathologic abnormalities are identified. Left ovary: hemorrhagic corpus luteum cyst,' cystic follicle & corpora albicantia. No atypia or. Malignancy is identified. Pregnancy test urine - on (B)(6) 2013: negative. Ultrasound scan vagina - on (B)(6) 2017: impression: two anterior and fundal leiomyomas, up to 2.4 cm in maximum diameter. Two nabothian cysts, up to 2.4 cm in maximum diameter. Normal ovaries: not stated above, normal endometrium 1.2 cm, with trace fluid in the endometrial space. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, depression, schizophrenia, cramping, rashes, hair loss, pelvic pain, bloating, headaches, nickel allergy, vaginal discharge, polyp, cystitis, endometriosis. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs & mr received: reporter's information, patient demography, lab data, concomitant medication, medical history, new event - hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder, apareunia (inability to have sexual intercourse), infection (other) describe: uterus, minimal chronic cervicitis, psychological or psychiatric problems condition: anxiety, depression, borderline personality disorder, schizophrenia, autoimmune disorder type of disorder: positive ana, rashes or skin conditions type: rashes over my body, bladder or urinary problems or changes, migraines / headaches, reproductive system disorder or condition type of disorder or condition: polyp, blood or heart disorder/condition type: heart palpitations, salpingectomy (bilateral removal of fallopian tubes), nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), oophorectomy (one side removal of ovary), pain, vaginal discharge, vision/eye problems type: I had to get glasses, gastrointestinal or digestive system condition type: bloating, hair loss, genital bleeding & device expulsion were added. The outcome of event bleeding and vaginal discharge was recovered/resolved. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.